Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 247 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.